Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging the back part from beltloop velcrow is worn and the issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.